Event description:
Physician reported a rupture. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: stress marks observed. Brown particles on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported a rupture. This relates to the left side. Device has been explanted and replaced.

Event description:
Physician reported a rupture. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.